Event description:
Hose detached from reuse cart, spraying employee in the face and eyes with a solution of 1% formaldehyde and water. The employee experienced burning and stinging in the eyes. She flushed her eyes with water and later went to an occupational health clinic for examination. She was released for work and returned to work later that day.